Manufacturer narrative:
(B)(4), date sent to the FDA; 3/2/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qbmexs, and no non-conformances related to the reported complaint condition were identified. Additional information: d4, d9, g1, h4, h6. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: (B)(4) empty opened foils and (B)(4) unopened samples were returned to ethicon inc for evaluation. Visual inspection and functional testing were conducted on four returned devices. Visual analysis of the returned samples revealed that the vcp493g samples were returned with no apparent damage on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 472 g/m.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the event occurred? Intro-operation specific day was unknown what procedure was being performed? Unknown how was the procedure completed? Used another pack of suture. Lot number? The detached sutures were returned. N/a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, when the surgeon was using the suture, the needle and the suture were detached. Another like device was used to complete the procedure successfully. There were no adverse patient consequences. No additional information was provided.